Event description:
It was reported that the needle sheathed through the IV catheter on insertion. Happen to notice the needle separated from the catheter at the insertion site while in the baby. The child, with limited IV access, needed a new IV site.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product sample photos were received for evaluation. Visual inspection found the photos taken of the complaint sample did not include magnified closed up views of the catheter bevel tip for evidence of mechanical witness marks or manufacturing damage or of the needle guard assembly for evidence of cannula bevel tip irregularities, excess adhesive, mechanical witness marks or manufacturing damage. Causal factor could not be defined with confidence. No functional testing could be performed as no samples were received. The reported issue could not be confirmed per picture provided for evaluation; no fault found. If the product is returned, the manufacturer will reopen this complaint for further investigation. E4 is unknown, no information provided to date., corrected data: h6 event problem patient code